Event description:
The patient reported exposed and frayed wires of the patient electronic unit power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual inspection of returned material revealed exposed/frayed wires to the power supply w/box. The power cord was intact. When the returned power supply was plugged into an outlet with the returned power cord the green light indicating if the power supply is on was not lit. A golden i3 unit was powered on successfully multiple times in conjunction with the test power supply.

Event description:
The initial complaint was reported that the power cord had exposed wires. On completion of the investigation, it was determined that the power supply box cord had exposed wires. The power cord was intact.